Event description:
It was reported that prior to starting a da vinci nephrectomy procedure, the customer experienced 'dull scissors' while using the monopolar curved scissors instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis observed that the blade exhibited mechanic. The instrument was placed on in-house da vinci robot system to perform a latex cut test. The mcs scissors could not cut clean through 0.006 latex. The latex got snagged at scissor's tips. The blades did not appear to be damage, but the edges exhibited wear at the tips, negatively affecting cut performance. Additional observation not reported by site was pad printing damage. The instrument tube extension displayed a section with pad print removed it measures approximately 0.83 x 0.03 in length from the proximal clevis interface down to the main tube. Failure analysis concluded that damage was likely due to improper cleaning. The instruments and accessories user manual specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. Additional observation not reported by site was banana plug bent. The instrument banana plug was found to be bent sideways. Failure analysis concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.